Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed final pack testing for battery voltage delta and for shipping parameters. The device was found to be taking lead impedance measurements.